Event description:
It was reported that "(B)(6) 2026 , staples were found jamming during use on the patient." No patient injury reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4).